Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was totally pulled back. Additional information was received indicating that during a follow up check, intermittent loss of capture was observed. Furthermore, chest x-ray was taken and lead dislodgement was confirmed. This rv lead was repositioned and still remains in service. No additional adverse patient effects were reported.